Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the drill bit fractured during the surgery. It remains within the bone."